Event description:
It was reported that a malfunction alarm occurred, indicated by the display of a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction did not recur afterward. The customer was advised to continue using the pump and contact support if the issue reappears, which the customer acknowledged.